Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced and inflated successfully. However, when the device was removed, the delivery shaft was fractured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced and inflated successfully. However, when the device was removed, the delivery shaft was fractured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a emerge mr balloon catheter. The balloon was loosely folded with blood in the balloon shaft. Analysis of the tip, balloon, markerband, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the shaft/hypotube bond (37.2 cm from the tip). Inspection of the rest of the device found no other damage or defect.